Event description:
(B) (6) heard a beep when she turned on jb-70 intraoral unit, serial number (B) (6). This beep could be the indication of an x-ray exposure through a malfunction of the jb-70 or a fault in wiring of the unit.